Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. The jaws of the reload were open. The reload was disassembled and the knife laminates were found to be damaged. Score marks were present on the channel adapter. No further functional testing could be performed due to the noted damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a gastric sleeve procedure, there was resistance when loading the device. When transecting the stomach, the device was able fire, however it was hard to fire and there is lot of resistance and the handle inside the shaft looked cracked. When it was time to remove the load, the reload would not come off and there was lots of resistance to remove the load. Another handle and reload was used to complete the case. There was no patient harm.